Event description:
Per the audiologist, the pt reported decreasing performance with the cochlear implant system. Reportedly, reprogramming the sound processor did not solve the problem. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with several malfunctioning electrodes. The pt is scheduled for reimplantation in 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.